Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned attached to the device. A firm tug on the electrode confirmed it was secured in the header by the setscrew refuting the connection issue allegation. There was body fluid contamination on the sense b wire within the lead body. The seal plug was intact. The battery depleted in a normal fashion and there were clean signals in all sensing vectors. A review of the device memory confirmed no evidence of resets, errors or fault codes. The electrode was then removed from the device and sent for testing. The device was subjected to and passed all automated electrical testing. Analysis confirmed that the device met specification and no problems were detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed non-physiological noise resulting in an inappropriate shock while the patient was sleeping. The noise could be reproduced with pocket manipulation and isometrics. An electrode fracture was suspected but could not be confirmed via imaging due to poor image quality. The physician then suspected an issue with the device-to-electrode connection. Intervention was performed to explant the system. The explanted system is expected to be returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed non-physiological noise resulting in an inappropriate shock while the patient was sleeping. The noise could be reproduced with pocket manipulation and isometrics. An electrode fracture was suspected but could not be confirmed via imaging due to poor image quality. The physician then suspected an issue with the device-to-electrode connection. Intervention was performed to explant the system. The explanted system was returned for evaluation.